Event description:
It was reported that when the epg (external pulse generator) was turned on, the menu on the bottom was losing all the pixels. There was no problem with the top portion. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).